Manufacturer narrative:
One pediasat oximetry catheter kit was returned for evaluation. The kit was returned in an open tray, wrapped in blue hospital drape and appears to be unused. The tyvek from the inner tray was removed and was not returned. A visual examination was performed with unaided eyes and the tray was removed from the outer box. Examination of the tray found what appeared to be a brown hair approximately 1.25' long inside the optic connector section of the tray. Chemistry testing found the substance showed similar absorption characteristics when compared to silk. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed to be a manufacturing nonconformance. Actions including the implementation of a full hood and glove usage have been implemented at the manufacturing site to address this type of complaint. This unit was manufactured prior to implementation of these actions. No additional actions are needed at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that "hair-like material which was approximately 3cm long was found inside the tray before use. Therefore the device was not used. The hair-like material was likely to be on the tray when it was noted and not attached to the kit components". No patient injury was reported.